Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak event is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type ia endoleak is user related due to the following off-label factors: the juxtarenal angle was 64.2 degrees (should be equal to or less than 60), and the reverse taper of the neck was 13.3% (should be less than or equal to 10%. No procedure related harms were identified. The final patient status was discharged to the nursing home on the fourth post-operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Note: as the type 1a endoleak had self-resolved at the 30 day follow up with no further intervention, a complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This is no longer a reportable event.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the initial implant procedure, a type 1a endoleak was identified on final angiogram. The physician then performed a second inflation with a compliant balloon and while the endoleak diminished, it was still present. The physician elected to conclude the procedure and follow-up with the patient in thirty days. Subsequent to the initial report, additional information was received stating that the physician reported that the type 1a endoleak had resolved at the 30 day follow up. No other intervention was performed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the initial implant procedure, a type 1a endoleak was identified on final angiogram. The physician then performed a second inflation with a compliant balloon and while the endoleak diminished, it was still present. The physician elected to conclude the procedure and follow-up with the patient in thirty days.